Event description:
Medtronic received information regarding and imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was a lot of artifacts when the images transferred to the globus excelsius robot system. It was stated that the globus excelsius robot caused the image artifact. There was no issue with the imaging system or navigation system. The procedure was extended less than an hour. No impact on the patient outcome. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).